Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roller pump's main g.u.t. Bearing was leaking fluid. Grease was on the upper bearing seal and on the bottom of the encoder. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.